Manufacturer narrative:
The customer stated that the dxh800 gave an aspiration error while running level 3 body fluid control. The sample aspiration module (sam) went to the home position and dripped blood from probe and wash collar assembly. It dripped onto the cassette mixer assembly. The customer had cleaned the area before bci field service engineer (fse) arrived. The fse rerouted the tubing from the wash collar to the quick disconnects by the bsv.

Event description:
A customer contacted beckman coulter, inc (bci) and reported a blood leak on unicel dxh 800 coulter cellular analysis system. The operator was wearing gloves and a lab coat. The facility has an exposure control or risk management plan in place. Msds was not reviewed. There was no death or change to patient treatment associated with this event. There was no exposure to mucous membranes or open wounds. No one sought medical attention.